Manufacturer narrative:
The customer's report was observed during review of the device activity logs. It was determiend the battery voltage dropped below 8v which triggered the message. No battery was returned as part of the investigation. The device was put through extensive testing including full defib functionality testing without duplicating the report. An internal inspection found no discrepancies. The processor/bridge/pace board was replaced as a precaution. The device was recertied and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to charge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.